Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Good faith effort attempts were made to try and retrieve additional details regarding physician name, but further information was unable to be obtained.

Event description:
It was reported that during prompt af study, farawave nav catheter was used for persistent atrial fibrillation. It has been mentioned that one day post index procedure the patient was noted to have slight decrease in hemoglobin, while bilirubin levels decreased on repeated testing after a prior elevation. It was mentioned that the catheter was used off-label, cavotricuspid isthmus (cti) ablation was performed after pulmonary vein isolation (pvi) and left atrial posterior wall (lapw) ablation using a farawave nav catheter with 15 flower applications. Additionally, haptoglobin and free hemoglobin levels showed no significant. Medication was administered to treat hemolysis. Additionally, the patient did not require hospitalization. The return status of the product is unknown.